Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device expected to be returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation. A sample evaluation was conducted and identified the distal section of the stent graft was entrapped within a bare metal stent. The 8mm marginal diameter of the bare metal stent and presence of mural thrombus likely contributed to the deployment difficulty and dislodgement of the stent. Computed tomography and intra-operative images were provided for clinical assessment and were reviewed by a clinical specialist with the following impression: "there were suboptimal medical records and imaging studies provided for this assessment. The patient's medical history might have contributed to this complaint as they were on two anticoagulation therapies and had prior iliac stenting and pvd. The marginal iliac diameters of 8 mm might have contributed to this complaint. There might have been evidence of difficult deployment and/or surepass limb wire issues. There was substantiating evidence for explant, conversion, complication (unreported multiple organ failure; compartment syndrome of the abdomen and leg, with associated secondary procedures) as well as death." A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that during implantation of a bifurcated device the physician experienced difficulties advancing the bifurcated device through two previously implanted stents (8 mm diameter) and ultimately explanted the device. Reportedly, the sheath was advanced and became stuck in one of the stents, which were located at the level of aortic bifurcation and iliac artery, and couldn't be further advanced. The physician pushed the sheath up and believed it freed the device. Deployment of the bifurcated device was attempted, but resistance was felt. It was not possible to identify under fluoroscopy the deployment issue. Apparently, the bifurcated stent graft had wrapped around the bottom aspect of the patient's aortic bifurcation and the contralateral limb wire would not come down. The physician attempted to rotate the device, attempted to also pull down the system, but the device would not open or move, and the nosecone would not come down either. The physician elected to convert to open repair and explanted the bifurcated device. An aorto-femoral bypass was performed. The next post-operative day, the patient underwent a surgical abdominal decompression; approximately 2000 ml blood and clot was removed. A bedside, a right fasciotomy was performed to decompress the right leg after peripheral pulses were lost. The patient developed rhabdomyolysis and acute renal failure; continuous dialysis was intended but never performed due to the rapidly deteriorating health of the patient. The patient experienced hemorrhagic shock, metabolic acidosis, multiple organ failure and coagulopathy. The cause of death was noted to be multiple organ failure secondary to rhabdomyolysis. Additional note: the bilateral iliac stents had an 8 mm diameter.

Event description:
It was reported that during implantation of a bifurcated device the physician experienced difficulties advancing the bifurcated device through two previously implanted stents and ultimately explanted the device. Reportedly, the sheath was advanced and became stuck in one of the stents, which were located at the level of aortic bifurcation and iliac artery, and couldn't be further advanced. The physician pushed the sheath up and believed it freed the device. Deployment of the bifurcated device was attempted, but resistance was felt. It was not possible to identify under fluoroscopy the deployment issue. Apparently, the bifurcated stent graft had wrapped around the bottom aspect of the patient's aortic bifurcation and the contralateral limb wire would not come down. The physician attempted to rotate the device, attempted to also pull down the system, but the device would not open or move, and the nosecone would not come down either. The physician elected to convert to open repair and explanted the bifurcated device. An aorto-byfemoral bypass was performed. The patient tolerated the procedure well.